Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power supply and adjusted the voltage. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently, the 9600 system c-arm would have lines going through the monitors. There was no report of patient injury.